Event description:
According to the op report, this valve was explanted due to mitral regurgitation. Intraoperatively, the left atrium was enlarged and contained old thrombi. The left atrial appendage was ligated externally with heavy silk. The mitral valve was noted to be "calcified, fibrotic and incompetent". It was proximally cleansed and was replaced with a 29mj-501. The pt was transferred to the ICU in "good" condition.